Event description:
Reporter indicated interventions for the infection included wound exploration/debridement and intravenous antibiotic therapy via PICC line for 3 weeks. Wound cultures were negative, but no more information was provided. The patient's infection has completely resolved per the reporter.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a patient developed an infection at the vns generator site following vns generator replacement surgery that occurred on (B)(6) 2013. The infection is felt to be due to the patient picking at the wound site. Attempts for additional information are in progress.